Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient "broke out everywhere the material touches him". The patient's physician prescribed a cream to treat the patient's skin. The patient reported removing the device to due to the irritation. Follow-up indicated the patient was using the prescribed cream. The current medical condition of the irritation is unknown.